Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 2.75x33 xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery and a 3.5x23mm xience prime stent was successfully implanted in the proximal lad. On (B)(6) 2016, the patient was hospitalized for angina. Diagnostic angiogram was performed and the distal left circumflex had 50% stenosis. The event resolved without sequela and on 03/28/2016, the patient was discharged from the hospital. Per physician, the event was possibly related to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75x33mm xience prime referenced is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Restenosis was noted in the 2.75x33mm xience prime stent and restenosis was within 5mm of the 3.5x23mm xience prime stent. Medications were provided as treatment.